Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 360p from heartsine technologies, (B)(4) on the 25th april 2017. The history log for this device showed that the pad-pak was first installed on the 29th may 2017 and that it had performed to specification up to the 2nd july 2017. The device was disassembled to investigate. On visual inspection, the membrane tail was found to have been installed to the extreme right of the membrane connector. Heartsine records indicate the device had performed to specification throughout testing on the 25th april 2017, this would indicate the fault is of an intermittent nature and the membrane tail had made sufficient contact with the pins at that time. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Leds not functioning.